Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due corroded motor home switch. The insulin pump was unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to constant motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker found during failure analysis. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm while getting a basal. The customer's blood glucose was 228 mg/dl at the time of incident. The insulin pump passed the displacement test. The customer stated that they inserted a new reservoir and the problem reoccurred during the basal. The customer received a replacement insulin pump.